Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient complained of pre-syncope and a stress test was prescribed. On the treadmill the device sensed and paced appropriately, however, on conclusion of the exercise it was noted that the patient's device allowed slow heart rates down to 40 beats per minute in the presence of t-wave oversensing (twos) on deceleration. Sensitivity was adjusted and the right ventricular (rv) lead polarity was changed to integrated bipolar for detection. Twos was resolved and the patient will be seen on routine follow-up if symptoms recur. The device and lead remain in use. No further patient complications have been reported as a result of this event.